Event description:
The initial reporter stated the product was in use with a pt. According to reporter, the pump alarmed a failure. The pt did not receive the full dosage of medication. Epr the reported the pt presented to the emergency room for treatment.

Manufacturer narrative:
MFR completed the entire form. Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.